Event description:
Info received indicates the bed has no power and the nurse control lockout is not working due to fluid ingress in the nurse lockout.

Manufacturer narrative:
The technician replaced the nurse lockout to repair the bed.